Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Bench testing found that the high voltage output circuit was damaged. An arc mark was found on the device can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv lead conductor and ICD can.

Event description:
It was reported that during post-implant testing of new ICD detected an output anomaly due to a possible hv lead issue. The ICD and rv lead were explanted and replaced with no complications. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.